Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported prior to use she tested the strings on her tampons and the tampons fell apart. Pieces of the tampon came out through the insertion tube. She did not use these tampons.